Event description:
The customer reported that the erroneous creatinine_2 (crea_2), lipase (lip), concentrated carbon dioxide (co2_c) and inorganic phosphorus (ip) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated between alternate atellica ch 930 analyzers. The repeat results fit the patients¿ clinical presentation. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneous crea_2, lip, co2_c, and ip results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the erroneous creatinine_2 (crea_2), lipase (lip), concentrated carbon dioxide (co2_c) and inorganic phosphorus (ip) results were obtained on the multiple patient samples on an atellica ch 930 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. Siemens remotely assisted the customer, inspected and cleaned all the probes, and removed residue from the path of reagent arm 2, primed all fluids, ran autocheck in service diagnostics, which recovered acceptably, confirmed the photometric readings and proper bath-to-refch performance, ran qc in replicate, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found that the reaction washer probe 1 was dripping from the water dispense probe. The cse replaced valve 19 (v19) on the water manifold, checked and adjusted all probe alignments to the drain, performed an empty/fill reaction ring, ran autocheck, and qc, which recovered acceptably. Further, the cse ensured that the reagent arm's electrical connectors and fittings were properly connected and configured. The reagent drain was inspected for improper water sprouting, and both the drain and fitting were cleaned, with no problems detected. The reagent arm was checked for slippage on the spline shaft, and the upper arm assembly's securing screws, clamp, pulley screws, and mount were tightened. It was noted that all four probes had buildup, and the customer was advised to increase the cleaning frequency from monthly to weekly during maintenance. The vertical and angular reagent arm belts were inspected, and no adjustment or replacement was necessary as the reagent arms were operating as expected. The cse also inspected for loose fittings, valves, or pumps, and checked the tubing path from the water manifold to the probe, verifying that all fittings were tight with no leaks present. A level sense reliability test and an extended probe leak test were performed, both of which passed successfully. The reagent probe-to-reagent server alignment points were observed via service diagnostics, and proper dispense and mixing were investigated, with no issues found in alignments or dispense. The cse ran precision test, which recovered acceptably, replaced all reaction cuvettes, performed photometer alignment and lamp check. Siemens determined that the random, sudden shift in kinetics was consistent with a "drip" entering the reaction cuvette due to a leak or faulty valve. Siemens ruled out the reagent issues as qc recovered within acceptable ranges on the day of the event. Siemens evaluated the event and determined that the intermittent dripping of reaction washer water dispense probe, due to the faulty valve 19 (v19) on the water manifold, potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.